Event description:
Procedure: hemicolectomy. According to the reporter: four days after surgery, the patient had a leak at the site of the anastomosis in the staple line. A colostomy bag was necessary, due to the post operative leak. Upon surgery for colostomy bag, the surgeon noticed that the entire staple line was necrotic. The patient was released to a rehab center.

Manufacturer narrative:
Initial report sent to FDA on 10/09/2009.